Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures related to white foreign material is cause traced to failure to follow instructions. The probable cause for dirt on the lens is not established. The foreign material can be prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign materials on adhesive of bending section cover, jet tube, and suction tube in the universal cord. Image had a stain due to dirt on the objective lens. There was no patient involvement.